Event description:
The customer reported that they had a (B)(4) display fail during use (no power). This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the bmet and confirmed the failure of the display. The bmet replaced the display and locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Eval method: (remote assistant).